Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's guardian reported that the insulin pump alarmed no delivery. Customer's blood glucose was 280 mg/dl. Troubleshooting was done. Customer's blood glucose at that time was 474 mg/dl stated treated high blood glucose with insulin pump. Customer changed and put a loaner pump and took 5 units and it worked but when he got home and plug in carbs then the no delivery came back. Customer stated that the alarm was resolved by an infusion set changed. Customer had high blood glucose of 400% mg/dl and used a loaner pump. Offered to troubleshoot high blood glucose but customer not home. Advised to call back if problem persists. No further information provided.